Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR 9610806-2017-00121 on october 20, 2017. October 23, 2017 additional information: siemens healthcare diagnostics has investigated the provided information to determine the cause of the discordant, low heparin patient sample result on the sysmex cs-2500 coagulation system. The cause of the event is limited to the customers usage of non-validated laboratory tubes (ctad: coated in citrate, theophylline, adenosine, and dipyridamole). As per the instructions for use for innovance heparin, patient samples should be human plasma collected from venous blood samples in 3.2 % sodium citrate tubes. No product non-conformance could be identified. The instrument is performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the discordant, low innovance heparin patient result that was generated on the cs-2500 coagulation analyzer.

Event description:
A discordant, low heparin patient result (0.47 iu/ml) using innovance heparin kit lot 46475 was generated on the cs-2500 coagulation analyzer compared to the heparin patient result (0.83 iu/ml) generated with berichrom heparin kit lot 47293. The innovance heparin patient result (0.47iu/ml) was reported to the physician. The same patient sample was processed at the same time by the both methods on the same cs-2500 coagulation analyzer on the same day. The patient result generated with innovance heparin kit lot 46475 did not match the clinical expectation of the patient. The heparin result expected was ~0.80 iu/ml. There was no known impact or adverse health consequence to the patient due to the reported low innovance heparin result.